Manufacturer narrative:
Investigation summary: complaint confirmed. The engineering logs were reviewed and although the device was acknowledging receiving charge, the battery percentage was not increasing for over 2 hours. This is known to be a charge circuit issue on the mainboard, however, a resolution has not been reached.

Event description:
It was reported that an ilet pump displayed a persistent "charge ilet now" message and became unresponsive while on the charger, despite an on-device battery indicator showing full charge and a charger light showing solid green, and attempts to restart and pair with the mobile app were unsuccessful; the device was shut down and a replacement was initiated. Symptoms included no reliable insulin delivery and inability to perform meal announcements due to a frozen, unresponsive screen. Outcomes included the need for backup therapy and interruption of automated insulin delivery until replacement. Investigation included technical support troubleshooting and user guidance for shutdown and data sync prior to return. Investigation of this case revealed a device power anomaly with an unresponsive user interface consistent with a charging or battery detection fault. It was concluded that the device experienced a malfunction affecting power management and user interface responsiveness, necessitating replacement and restart of therapy setup on the new device.